Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event wasn¿t confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a difference in recognition on device handling or reprocessing steps between olympus¿ recommendations and the user facility. To note, olympus¿ expert staff has already conducted training on proper device handling for the user facility. The suggested event is preventable in accordance with the following instructions for use: -IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope sat for over 6 hours without being cleaned and the healthmark channel check test kept coming out positive. The operating room staff did not know to bring the dirty scope down to endo wash, after the beginning of the case. They reused the same scope at the end of the day. The instructions for use for extended cleaning were followed and the scope went through the medivator. The issue was found during a bowel case procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm or impact associated with this event.